Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer reported there were no issues with the pump. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.